Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain repair info but no response received from the customer.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. Covidien was not authorized to service the device. Covidien technical support engineer troubleshot this issue with the customer over the phone and advised the customer to replace the air psol and retest the device.